Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when the device was connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation at the manufacturer, it was discovered that the motor was replaced by a third party, as well as the boot of the device.